Event description:
Patient said they can't get the recharger to do something. Patient has axonics implants, reviewed they will need to contact axonics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).